Event description:
Related manufacturer report number: 2017865-2023-19365. It was reported that the patient was presented for an atrial lead explant procedure due to noise over-sensing resulting in inappropriate automatic mode switch episodes. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The atrial lead and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead (distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the external abrasion breaching the outer insulation and exposing the outer coil.